Event description:
Patient reported right side rupture. Patient later reported right side was leaked or burst. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6.

Event description:
Patient reported right side rupture, recall implant and mentioned bad material, shocked, disappointed and sad. Patient later reported right side was leaked or burst. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient later reported right side was leaked or burst. Device has been explanted.